Event description:
It was reported to boston scientific corporation on july 24, 2008, that a rigiflex ii single use device was used during an achalasia dilatation procedure in 2008. According to the complainant, during preparation of the balloon, it was noticed that the tip of the catheter was kinked, and the guidewire was unable to pass through the device. The procedure was completed with a second rigiflex ii single use device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unk. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.